Event description:
Reporter indicated that vns pt has experienced an increase in drop attacks. The pt reportedly experienced 40/day for one week. It is not known whether this was an increase above pre-vns baseline frequency or an increase above previous efficacy with the vns therapy, although it was reported that the pt had previously been seizure-free for approximately two months. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt's condition was reported as stable and pt is scheduled for follow-up with their primary neurologist. It was reported that the pt had knots on their left neck that were felt to be the "tie downs". The pt's family member was instructed to observe for skin breakdown in these areas.